Event description:
It was observed that during the device evaluation, the high insufflation unit exhibited excessive tubing unit failure and had front panel light-emitting diode (led) light failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is most likely that the solenoid bulb and tubing became defective due to deterioration and clogging, and the led element has deteriorated, resulting in poor lighting. However, the root cause of the reported malfunctions could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.